Manufacturer narrative:
--

Event description:
Additional information was received that the patient was brought in for testing where the other manufacturer's right ventricular (rv) lead exhibited impedance measurements in the 400 ohm range when in unipolar configuration. When the polarity was changed to bipolar, impedance measurements were greater than 1500 ohms. The cause of the high impedance was not able to be identified and the patient is zero percent paced. Subsequently the physician opted to keep the lead programmed to unipolar and will continue to monitor the patient. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that review of the data on the remote monitoring system found that the pacemaker and another manufacturer's right ventricular (rv) lead exhibited oversensing of noise that led to inappropriately stored episodes along with high out of range pacing impedance measurements. The cause of the noise and high impedance measurements is unknown. At this time the physician has opted to continue to monitor the patient. No adverse patient effects were reported and the products remain in service.